Event description:
The operator turned on the unit without pads attached and received an error code 800. A medical response team arrived immediately on the scene and assumed treatment of the patient. No shock was advised by their equipment. Patient was not resuscitated. Patient details were not available.

Manufacturer narrative:
Evaluation summary: the actual device involved in the event was evaluated and the internal device usage history was reviewed. The device usage history record indicated that the device detected a fault due to component failure during routine automatic self-testing. The device had indicated that service was required through audio and visual alert for approximately two months before the event.